Manufacturer narrative:
Other applicable components are: product ID 3037 lot# serial# (B)(4) implanted product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The patient reported getting the splash screen on their programmer. It was indicated that there was not an out of box failure. The patient noted they had 2 aaa alkaline batteries in the device, but did not wish to try another set of batteries. Additional information was received from the patient on (B)(6) 2017. The patient reported that the channels started changing themselves. The patient noted that this got worse until the only channel that still operated was channel 3. The patient reported that everything switched back to that, sometimes with a small jolt. The patient noted that the splash screen on the patient programmer was resolved with a new device that was newly programmed. No further complications were reported or were expected.

Event description:
Additional information received as patient reported that they had received new unprogrammed patient programmer from medtronic representative. They met with doctor on (B)(6) 2017 and doctor figured out the problem but they unable to do anything without presence of representative. Patient was not sure regarding circumstances regarding channels changing themselves and jolt. It they had appointment with doctor to program new patient programmer. It became slowly more difficult to keep a channel selected over months. Finally it would only function on channel 3. Jolt caused by levels on channel one channel different from levels on channels switched to. After having new patient programmer, issues had been resolved.

Event description:
Additional information received from healthcare professional. It was clarified that patient was having issues remembering how to charge device and patient was in error. There was no issue with device regarding channels changing themselves.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.